Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. A new rv was successfully implanted and the procedure was completed. Information from the field indicated this lead was explanted due to noise. No additional patient adverse effects were reported.